Event description:
It was reported that the dealer's customer advised him that the bed in question allegedly fell from a horizontal to a vertical position, causing the patient to fall out of bed and suffered fractured ribs. Dealer to return bed to manufacture for evaluation. "Ra" was issued, as of this writting the bed(s) have not come back yet. Evaluation anticipated but not yet begun.